Manufacturer narrative:
The customer notified a siemens customer service engineer (cse) that discordant glucose (glu) results were obtained on a dimension vista 1500 instrument across 2 days. Quality controls (qcs) were recovering within acceptable ranges on the day of the event. After inspecting the instrument, the cse resolved the issue by replacing the sample 2 mixer. The cause of the discordant, falsely elevated glucose results is unknown. The device is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2021-00090 was filed for the discordant glu result obtained on 06-mar-2021 on the same instrument.

Event description:
Discordant, falsely elevated glucose results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were reprocessed on an alternate dimension vista instrument. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glu results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00094 on (B)(6) 2021. Additional information ((B)(6) 2021): siemens further investigated the issue and determined that several normal troubleshooting or maintenance activities were performed on the instrument. During the first visit, siemens customer service engineer (cse) identified that the sample 2 (s2) placard/probe identifier was not installed correctly and that the s2 probe and cuvette wash probe e was failing for vacuum ratio. The cse also observed that there was a bubble on the end of the s2 probe during priming and discovered that the fluid tubing fitting which connects to the pressure transducer board on top of s2 was leaking. The cse cleaned and reinstalled the fitting. The cse also installed and aligned a new s2 probe. As indicated in the initial MDR, the cse also replaced the s2 mixer. Siemens concluded that the s2 overmixing issues, preanalytical variables, or sample specific issues potentially contributed to the discordant, falsely elevated glucose results. The device is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2021-00090_s1 was filed for the same event.